Event description:
The customer reported the ventilator was alarming due to an exhalation valve failure. The ventilator was not in use on a patient, therefore there was no patient harm or involvement. The manufacturer's service technician was able to duplicate the problem. The service technician replaced the exhalation valve to address the findings. Extended self testing (est) and performance verification testing was completed and the unit passed per operating specifications.

Manufacturer narrative:
Exhalation valve.